Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that their insulin pump and sensor malfunctioned and put the customer in a coma for 3 months. The customer¿s blood glucose level was unknown at the time of the incident. The customer's health care professional took the customer off both the pump and sensor. Troubleshooting was not completed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Additional information was received. Customer called and reported that they got hospitalized due to low blood glucose for a month. The pump kept delivering basal rates while the customer was low and unconscious. The customer had unknown blood glucose levels at the time of the incident. The customer's doctor took them off the pump as it did not have the auto shut off feature then. The customer experienced symptoms such as loss of consciousness. The customer was not wearing sensors during the incident. Troubleshooting was not completed as this was a past event.